Manufacturer narrative:
Per the tandem device updater user guide: "unplug your pump usb cable from your computer and plug it back in. This will reset the connection. Be sure that you unplug the cable from your computer and not from the pump."

Event description:
It was reported that while using the device updater to update their pump, the customer unplugged the pump at a critical moment during the update. When the customer was prompted to unplug the cable from the computer, she accidentally unplugged the cable from the pump. Reportedly, the customer attempted to reconnect the cable to the pump; however, the pump screen never turned back on. The customer was unable to continue with the update process and is unable to use the pump. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.